Manufacturer narrative:
(B)(4).

Event description:
During the pump trial, the fentanyl "worked great." The pt had the sys implanted. Clonidine and "a muscle relaxer" were placed in the pump and it was "not helping at all." The pt never had therapeutic effect. The pt experienced acute pain. The pt visited the hcp (healthcare professional). The hcp adjusted the pump medication. The pt had or planned to have surgery to fix a problem with the pump sys. The pt was no longer having problems with the sys. It was unclear if the problem was related to the implanted sys.